Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, and 85% stenosed distal left anterior descending artery. A 2.25 x 8 mm xience v stent dislodged while advancing the catheter and it could not cross the lesion. It was removed with the stent delivery system and the guiding catheter. The procedure was completed with another 2.25 x 8 mm xience v. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.